Event description:
Additional information received from the healthcare provider (hcp) indicated that, in regards to actions/interventions taken to resolve the motor stalls and recoveries, a pump adjustment was noted. The hcp was referring out for a pump replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that starting (B)(6) 2024 the patient has had multiple stalls and recoveries lasting 1 to 2 hours and some shorter. The patient confirmed no new environmental exposure or new magnet exposure. The patient did not have symptoms but currently the pump had been stalled for almost 3 hours and was alarming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stated that she was refilling the pump today and she has continued to notice the pump has been stalling and recovering since the beginning of may. She has called previously to report the motor stalling and recovering. The healthcare provider denied emi or magnetic interaction i.e. The stalls last minutes to hours and the patient has had no change in therapy. There was a refill today but no volume discrepancy. The hcp is planning to have the pump replaced. Discussed with the hcp to make sure they send the pump back so medtronic¿s can perform analysis.